Event description:
It was reported that during a mitral valve procedure after stapling and cutting the atrial artery, the device did not staple. To control the bleeding, a cardio surgeon was brought in to suture extensively. Pt is stable; there was no requirement for blood units.

Manufacturer narrative:
Info anticipated but unavailable at this time.